Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a blank screen and automatically suspended, unit can be used after restarting. The patient became hypotensive with a drop in blood pressure from 110/56 mmhg to 77/34 mmhg when pumping stopped. Upon restarting the iabp, the patient's blood pressure returned to the previous level after pump restart.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse dismantled and checked the alarm log, 111 and 112 codes appear, judging that the communication between the main board and the screen is timed out. The fse selected the on-site processing connection plug, the alarm content is related to the main board, and replace the main board first according to the customer's requirements. The fse continued testing after replacing the main board of the device, the problem recurs, and the main board problem is ruled out. The device is tested again and the automatic inflation fails, indicating that the k10 cannot be turned off, the device cannot activate the balloon with the battery, and the balloon can be activated with ac power. The detection found that the power management board and the valve driver board were faulty. The fse replaced the power management board and valve driver board, and the equipment returns to normal. The unit returned to the customer and cleared for clinical use. The removed power management board and valve driver board was returned to failure analysis and testing for evaluation. Performed visual inspection of power management board per the cardiosave service manual and found no visual damage. Installed power management board into failure analysis and testing department iabp cardiosave test fixture. Performed and tested the power management board in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. The tests were able to trigger the reported problem . The failure analysis and testing department was able to replicate the failure experienced by the customer. Sent the power management board to the supplier for further failure analysis. The supplier performed their investigation into the root cause of power management board. Within the supplier failure analysis report it was documented that a visual check was performed, and found no abnormalities. The board under went a functional test and failed steps 4.10.5.6.2 channel adc6 vbulk_mon, check voltage. The supplier's failure analysis states "found that tp 68 & tp132 is short. Suspect q35 defective, drain & gate pin short. Per the supplier's findings the root cause of this board's failure may be a shorted q35. The solenoid control board was observed per the cardiosave service manual with visual damage. Q7 was observed to be shorted and (burnt component) verified. Part was unable to be tested with the observance of a defective component due to safety concerns (q7). Sent the solenoid control board to the supplier for failure analysis. The supplier performed their investigation into the root cause of solenoid control board. Within the supplier failure analysis report it was documented that a visual check was performed, and found component q7 was physically damaged due to it being badly burned. The burnt q7 caused excessive damage to the board and lifted the pad at pin 4. This damage prevented the supplier from reworking the board to repair q7 for further troubleshooting into the root cause of this issue.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a blank screen and automatically suspended, unit can be used after restarting. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.